Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a trial patient who was implanted for basic evaluation (be). It was reported that the trial patient was discouraged as they were not seeing any improvement. It was advised that the patient turn up the stimulation if they did not feel it and if their symptoms were not improving. It was also reported that the patient had been constipated since the start of the trial evaluation ((B)(6) 2017) and been taking over-the-counter (otc) for this symptom. No troubleshooting was performed. It was noted last night the patient changed to the other therapy side to see if there would be any improvement for the next 48 hours. Additional information received from the patient reported that they had to catheterize a lot. It was confirmed that the patient felt the stimulation at the time of report. The issue was not resolved at the time of report. It was unknown if any surgical intervention had occurred or was planned. The patient status was noted as ¿alive ¿ no injury.¿ there were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported the patient must catheterize due to their chronic condition. It was reported that they would discuss the bowel program with the patient. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.